Event description:
It was reported that the customer experienced a blood glucose (bg) level of 554 mg/dl. Reportedly, the customer did not enter the proper amount of carbohydrates into the bolus screen when delivering a bolus. Bg was addressed via a correction bolus. The customer declined troubleshooting with tandem troubleshooting.

Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.